Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that there was a piece that keeps popping off the reservoir compartment. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned be for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The insulin pump was unable to perform the displacement test due to completely broken reservoir tube lip and the device had a missing reservoir tube o-ring.